Event description:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. It was reported that a patient was turned for care on the concerto shower trolley and some parts broke off, causing the stretcher to tilt which resulted in the patient's fall. Following the information received there was no injury to the patient as a consequence of the event.

Manufacturer narrative:
The involved device was evaluated by the arjo representative. The investigation is on-going and further information will be provided in the next report.

Manufacturer narrative:
The collected information is currently analyzed and we are finalizing the investigation. The addition information will be provided upon investigation conclusion.

Manufacturer narrative:
The defective part has been returned to arjo for further analysis. The addition information will be provided upon investigation conclusion.

Manufacturer narrative:
The defective part will be returned to arjo for further analysis. The addition information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo makes an attempt to return defective part for analysis. The addition information will be provided upon investigation conclusion.

Manufacturer narrative:
Testing and process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. It was reported that a patient was turned for care on the concerto shower trolley and some parts broke off, causing the stretcher to tilt, which resulted in the patients' fall. No injury were sustained by the patient. The device was evaluated by the arjo representative. Upon the device inspection 4 of 4 screws, that attach the metal mounting bracket (plates) onto the one side of the trolley's stretcher, were stripped out of the stretcher. This caused lack of proper connection of stretcher with the device frame, which in consequence was able to tilt. Apart from this defect, the concerto worked properly. The involved device was not under the arjo service agreement and was serviced internally by the customer. The concerto with defective stretcher was then returned to the manufacturer for additional evaluation. The visual inspection of the device confirmed the initial arjo representative inspection findings and additionally revealed that the product is in poor condition: with signs of corrosion and plastic covers damages on the chassis. In order to further understand the failure, the photo of the damaged part was sent to the supplier, who formulated a hypothesis that the defect might be related to an extensive external force that could have been put on a very end of the stretcher at the lateral position of the stretcher. With the stretcher in this position and the external force applied, the screws might have been stripped out of the stretcher. Based on the post market surveillance data, another hypothesis was formulated by arjo i.e. The defect occuring as a result of incorrect use, meaning a user was attempting to tilt the stretcher without releasing the lock of tilting mechanism. The concerto instructions for use (IFU; 04.ba.05_12) explain how to tilt the stretcher: ¿the stretcher can be tilted to help with cleaning and disinfection. This operation is easier done with brakes applied. The tilting mechanism is located under the stretcher. 1 press the button, then move the catch to one side. (¿) 2. Tilt the stretcher.¿ the IFU includes also information for regular checks of the device to detect any signs of damages: ¿before every use: 1. Check that all parts are in place. Compare with that parts designation list in this IFU. 2. Carry out a thorough inspection for damage. 3. If any part is missing or damaged - do not use the product!" ¿every week: check mechanical attachments: tilt the stretcher. (¿) when tilted check for cracks in the stretcher." The concerto IFU also provides user with supporting pictures showing devices the concerto¿s tilting mechanism function and areas which should be controlled during preventive maintenance activities. Based on the information received, it was not possible to confirm the above hypothesis. If the further information affecting the current results became available the report will be updated. In summary, according to the customer allegation, the stretcher screws torn out, so the device did not perform as intended. The shower trolley was used for a patient hygiene, when the event occurred and therefore the device was involved in the event. This complaint was decided to be reported to the competent authorities due to indication of a device malfunction, which contributed to the patient's fall.